Manufacturer narrative:
"Investigation summary: in response to the event reported a device history review was conducted for lot number 0259614. Our records show that this is the only instance of foreign matter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted was reviewed by our quality engineers, who determined that the identity of the foreign matter was hair from the clothing of one of our operators. To prevent a reoccurrence of this event our facility has begun implementing one-piece clean room protective equipment, and will be discarding the split-style in use at the time of the production of this lot."

Event description:
It was reported that a intima-ii y 24gax0.75in prn/ec slm had foreign matter before use. The following was reported by the initial reporter: "there was hair found in the prn of indwelling needle."